Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the copper piece under the battery cap was no longer attached so hard to put it back on correctly, had received no delivery alarms a couple of times, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-442a, mmt-342. The troubleshooting was performed, but the issue was not resolved. No product return is required for mmt-1880. No product return is required for mmt-442a. No product return is required for mmt-342.

Manufacturer narrative:
Pump received without a battery cap. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 04/16/2024 21:48:00.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case- corner of belt clip rails, and faded serial number label. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. Damage to battery cap not confirmed due to pump being received without the battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.